Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01710.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right internal jugular vein due to recurrent deep vein thrombosis (dvt) on anticoagulation. The patient alleges fracture, perforation, thrombosis/embolism. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿ivc filter with extension of the struts through the wall of the ivc into surrounding structures.¿ (B)(6) 2013, implant operative report: ¿the filter successfully deployed with the tip at the l1-2 level just below the renal veins. Repeat inferior vena cavagram demonstrated good filter placement.¿ (B)(6) 2018, CT of abdomen: ¿an ivc filter is in place with tip projecting below the renal veins slightly tilted toward the right. There is perforation of the struts through the ivc with a medial strut protruding into the abdominal aorta on all projections, approximately 3.7 mm from the outer wall of the aorta. No surrounding inflammatory changes, fluid or hematoma. An anterior strut projects within the duodenum on both axial and sagittal imaging just inside the wall of the duodenum. There is a posterior strut which abuts the anterior aspect of the l3 vertebral body. There is surrounding sclerosis with a subchondral lucency encircling the strut. There is an additional strut that projects within the l3 vertebral body with surrounding cyst formation. The lucency surrounding the strut measures approximately 9 mm. The strut is disconnected from the filter. There is extension through the wall of the ivc of the remaining filter struts. A medial strut abuts the outer wall of the abdominal aorta without perforation. The remaining structures extend into the retroperitoneum surrounding the ivc without extension into adjacent structures. Impression: ivc filter with extension of the struts through the wall of the ivc into surrounding structures as described above.¿